Event description:
It was reported that the biomed had a arctic sun device that the user said it was having issues controlling temperature, the data file showed it was capable of heating and cooling water but the patient had erratic temperatures, since the device was just calibrated on the 8th of this month they were going to check the temperature cable but did not have the temperature simulator key, they were going to order and check the cable. Per follow up information received via ibc on 22sep2023, it was reported that they performed a preventive maintenance and recalibrated the device. It was determined that it was user's error. Issue was resolved and returned to circulation.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had a arctic sun device that the user said it was having issues controlling temperature, the data file showed it was capable of heating and cooling water but the patient had erratic temperatures, since the device was just calibrated on the 8th of this month they were going to check the temperature cable but did not have the temperature simulator key, they were going to order and check the cable.